Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. It is clinically known that pacemaker output pulses may be inhibited by electrical signals that originate from skeletal muscle. The pacemaker senses the myopotential signals as intrinsic cardiac activity and inhibits the pacemaker output pulse. This is typically seen with unipolar pacing systems and demand pacemakers, and it is not uncommon for patients to present with episodes of syncope. In addition, lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that during a routine follow up on (B)(6), 2015, the patient reported that he fell on his back a few days before the appointment. Diagnostics showed 11 ventricular high rate episodes all erroneous for noise on the ventricular channel. The patient wore a holter monitor which showed several pauses. He came back in to the clinic on (B)(6), 2015 complaining of dizziness. He was ventricular pacing 90 percent. Ventricular lead impedance indicated a steady decrease over the years. The impedance was now 468 ohms where at implant it was 719 ohms. In addition, myopotential inhibition was reproduced at the clinic. As a result, the lead was replaced on (B)(6), 2015. On (B)(6), 2015 additional information indicates there was a fracture of the lead. The lead was actively implanted for 8 years, 3 months.

Manufacturer narrative:
Patient with history of 2nd degree mobitz ii heart block. The patient was seen at the pacemaker clinic on (B)(6) 2015. At this time, there was normal aaisafer pacer function. No mode switch episodes. Impedance, sensing and capture thresholds were within normal limits although impedances and sensing trending steadily down. Few short runs of 2:1 atrial flutter noted with controlled ventricular rates. The ventricular sensitivity slightly increased at this time to ensure safety margin. Patient for 2 week follow-up.

Event description:
Patient with history of 2nd degree mobitz ii heart block. The patient was seen at the pacemaker clinic on (B)(6) 2015. At this time, there was normal aaisafer pacer function. No mode switch episodes. Impedance, sensing and capture thresholds were within normal limits although impedances and sensing trending steadily down. Few short runs of 2:1 atrial flutter noted with controlled ventricular rates. The ventricular sensitivity slightly increased at this time to ensure safety margin. Patient for 2 week follow-up.